Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error 105 was confirmed through a review of the event history log. Eval found the cause to be excessive motor bearing wear with shaft end play, black material around the bearing and one motor screw was found severed. The failed sensor assembly was replaced.